Manufacturer narrative:
The field service engineer (fse) found that there was excessive protein build up clogging the probe wipe and causing it to leak. The fse replaced the probe wipe assembly and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak underneath the coulter® act diff 12 analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.